Event description:
It was reported that upon removing the guidewire in order to exchange it, the distal end broke off in the lad. The broken piece is not in the patient and is believed to be in the balloon catheter that will be returned. No patient injury was reported.